Event description:
As reported, during an implant procedure, procedural challenges were encountered during wiring positioning and delivery system advancement in a patient with a large right ventricle, leading to the decision to abort. During withdrawal of the delivery system and sensor, a separation between the sensor and torque catheter was observed, resulting in inability to withdraw the sensor using standard technique. During device preparation and pre-procedural inspection, no abnormalities were noted (e.g., kinks, damage, or irregularities). The patient underwent right internal jugular (rij) vessel access. During dilation, the patient experienced discomfort. The patient's baseline right heart catheterization was completed successfully. During wire placement, the implanter initially used an arrow 7 fr wedge catheter and experienced difficulty achieving access. A 6 fr jr4 catheter was then used successfully to access and wire a posterior branch of the right pulmonary artery. When advancing the delivery system over the wire, but before the sensor entered the sheath valve, the wire pulled back. No difficulty or resistance was noted when inserting the delivery system into the 14 fr sheath. Rewiring was successfully performed using the arrow wedge catheter to facilitate access. The sensor delivery system was advanced to the right ventricle (rv), at which time the patient experienced multiple brief runs of ventricular tachycardia (vt), contributing to loss of wire position. The ventricular tachycardia (vt) self-resolved with no intervention. Despite multiple attempts at rewiring and advancing the sensor toward the optimal position, wire position was lost. The clinical support specialist (cs) indicated that no resistance, friction, or handling difficulty between the guidewire and delivery system was reported, and no torquing issues were noted. The delivery system was removed, and a new wire placement was attempted. During the second attempt, the wire and delivery system prolapsed out of the pulmonary artery (pa) into the right atrium and possibly the inferior vena cava. In the attempt to straighten the ds from the prolapsing position, the ds was pulled so far proximal that the sensor encountered the end to the 14fr sheath. The operator decided to remove the ds with sensor in attempt to regain wire access at target site. When preparing to remove the ds (but prior to use of corkscrew method), it was visualized that the proximal end of the sensor had been "slightly separated" from the torque catheter making it impossible to withdraw into sheath using the current removal steps. An interventional radiologist (ir) placed a 16 fr femoral vein sheath and used a snare to cinch the proximal sensor back onto the torque catheter, enabling removal through the jugular 14 fr sheath. Post-removal inspection confirmed the sensor was in normal position on the torque catheter, and snaring appeared to "correct the separation". Further deployment attempts were not made as access to the right side of the heart was lost and there was no wire in place. Per the cs the procedure was aborted as the patient was "too tired". No additional complications were reported. The cs has confirmed shipment of the device back for analysis.

Manufacturer narrative:
Continued from d4: UDI - (B)(4). Additional information will be submitted via follow-up report within 30 days of receipt.